Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was hospitalized for kidney infection. While in the hospital the endocrinologist changed the basal rate to half due to customer not eating, but the customer's blood glucose level dropped to 36mg/dl. Nothing further reported.